Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available, it will be reported on a supplemental report. It is not known if it was the lag screw that went into the stomach area or a different screw. When we receive this requested information, it will be reviewed for additional reportability.

Event description:
It was reported to our sales rep by the operating room nurse that dr. Had several issues during surgery with a trochanteric nail kit. The nurse claimed that the leg screw has moved after surgery out of the bone into the acetabulum and that another screw went into the stomach.